Event description:
It was reported that the patient experienced kinked cannula issues event on (B)(6) 2026. Due to the event, patient¿s blood glucose level was 349 mg/dl and was treated with correction bolus via pump. The site of insertion was abdomen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.